Event description:
The customer reported that "an alaris system pcu, with lvp and pca module were on a pt infusing. Pt was being transferred for clinical investigations. When the pump and pole went over a bump on the ground the pump stopped, the pcu was still on but did not register channel a and channel b therefore the infusion stopped. Once back on the ward, nursing staff attempted to disconnect and reconnect modules, pcu still did not register channel a and b. The pump was turned off and back on again, still did not acknowledge channel a and channel b. The nursing staff then retrieved another pcu and attached the same modules. Turned the pcu on, still no channel recognition." According to the report, the pump did not alarm before shutting down. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
(B)(4). The customer did not isolate the devices or note the serial numbers. Device involved in this event will not be returned as it was not available. No failure investigation could be performed.